Event description:
The customer reports receiving readings of 87 mg/dl compared to a lab reading of 48 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.